Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that the patient programmer showed that the ins was dead. The patient reported that they had to increase the stimulation during the last week because the patient was experiencing some leaking. The patient reported that their doctor's office had not been able to reach the manufacturer. The patient stated on (B)(6) 2017 that the symptoms were becoming urgent. The patient reported that they now have back problems and "other health issues" as a results of this. The patient reported that they went to the ER as a result of the back pain and pain at the ins site. The patient stated that the device was messing up the way they walk. The patient also reported that they saw a call your doctor screen came up on (B)(6) 2017. The patient reported that they were going to have their stimulator replaced because the battery was dead. No further complications are anticipated.

Manufacturer narrative:
Corrected to date reportable information was received. All previously reported codes still apply. If information is provided in the future, a supplemental report will be issued.